Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device overheated.

Event description:
It was reported that the device overheated.

Manufacturer narrative:
Alleged failure: hand piece over heated and was causing issues with the shaver blade (stopped working, heated up shaver blade). The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be (1) excessive force applied to the cutter/burr by the user with poor or no suction during use. Excessive force may cause friction due to bur shaft assembly and housing assembly interaction. (2) tissue blocking the suction pathway would prevent hot fluid from being removed from the joint. (3) poor arthroscopy pump suction. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.